Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise on the rv lead. Lead was explanted and replaced. Patient was doing great after the event and will be monitored.

Manufacturer narrative:
Evaluation description: a partial lead with the distal tip measuring 46.7cm was returned for analysis. External insulation abrasion was noted at 11.4-11.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 29.5-29.8cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 21.5-22.2cm from the distal tip. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of inappropriate therapy and noise. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.